Event description:
It was reported that the zimmer air dermatome had shredded the skin graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. Device meet specification. Width plates, control bar, and o-rings were replaced due to wear. No findings were discovered during testing and repair that would have resulted in the issue. The cause of the reported issue is unk (malfunction could not be reproduced and the device met specification). Device in question was manufactured in 03/2005, and was last in for repair at zimmer osp in (B)(4) 2008.